Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The target lesion site was right coronary artery. A 2.25x24mm promus premier stent was advanced, but was unable to deploy. The physician pulled the stent delivery system back; he noted that the stent was deformed and kinked. The procedure was completed with a non-bsc device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found that the crimped stent on the device was damaged at the proximal end. It was noted that the stent struts were deformed and lifted upwards from the stent profile. The visual and tactile examination of the device found that the hypotube was kinked at various locations along its length. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The target lesion site was right coronary artery. A 2.25x24mm promus premier stent was advanced, but was unable to deploy. The physician pulled the stent delivery system back; he noted that the stent was deformed and kinked. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is combination product. (B)(4).